Manufacturer narrative:
A supplemental report is being submitted for correction to FDA method code. Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is male/61 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: perioperative care and clinical outcomes of patients with left ventricular assist devices undergoing noncardiac surgery in korea: a retrospective study. Journal of clinical medicine. 2026. 15, 1748. Doi: 10.3390/jcm15051748. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding clinical outcomes of patients with left ventricular assist devices (vads) undergoing noncardiac surgery. Noncardiac surgeries included general, thoracic, neurosurgery, orthopedic, head and neck, plastic, or genitourinary. The authors described patient deaths; however, the causes of death were described as in-hospital all-cause mortality. Among the patient deaths, the majority underwent exploratory laparotomy or craniotomy, both classified as major surgeries. Three deaths occurred post craniotomy for hematoma removal, one was post revision tracheostomy due to ventilator-associated pneumonia, and one death was due to uncontrolled gastrointestinal bleed (gib). There were patients who experienced intraoperative hypertension and those which required intraoperative transfusion of packed red blood cells (prbc), fresh frozen plasma, or single-donor platelets, or stays in the intensive care unit (ICU). Postoperative outcomes included acute kidney injury, cerebrovascular accident (cva), postoperative pulmonary complications which included respiratory infection, respiratory failure, pleural effusion, atelectasis, pneumothorax, bronchospasm, or aspiration pneumonitis, postoperative hemorrhage which occurred within 72 hours after the surgery and included gib, hypotension which required vasopressor support, fluid resuscitation, or transfusion, and thrombotic events which included deep vein thrombosis and pulmonary thromboembolism. The status of the devices is unknown. No additional adverse patient effects were reported.